Event description:
While cleaning an endoscope with a cleaning brush a 15" piece of catheter broke off from the cytology brush device. The 15" catheter went unnoticed and was left in the endoscope. The endoscope was processed and then used on a patient, undergoing a colonoscopy. The broken catheter went into the pt and was immediately noticed and removed. No pt harm was reported to ballard medical products.